Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead was successfully repositioned with no reported adverse patient effects.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.